Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor and a low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lfs on (B)(6) 2011 alleging that her one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that her one touch ultra 2 is her back up meter she uses when she not home. One the morning of (B)(6) 2011 at around 11:30am the patient was not at home and mentioned that she attempted to test and the meter would not power on. She replaced the battery and issue persisted. At an unspecified time later she developed symptoms of feeling giddy, lightheaded and an increased heart rate. She then self-treated by having a cup of coffee and a biscuit. She felt better 5-10 minutes later. The patient did not seek any further medical attention or contact her physician for assistance. A normal reading for the patient is around 7.0-8.0 mmol/l and she tests twice a day. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms and had to self-treat with food/drink.